Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and the reported failure could not be reproduced. Also, the high frequency output function of the subject device satisfied the specifications. The error log of the subject device was reviewed and found saline output error (error02) occurred. "Error02" means "the output is activated while the active and/or neutral electrode is put in the air". The device history record was reviewed and found no irregularities. As a result of the investigation, omsc judged that the subject device meets the specification. Based on the investigation result so far, it was surmised that the possible cause of the reported failure phenomenon was as follows. The contact condition between the electrode and object tissue was not adequate. The setting of the output level was not adequate. The user activated the subject device while the electrode put in the air or not immersed the electrode in saline. The ues-40s instruction manual states the corresponding method when there is an abnormality for the device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a turis (tur in saline), the subject device was used. In the procedure, the user could not use coagulation for use in hemostasis because the output of the subject device could not be activated or the output level of the subject device was too low. There was no patient injury reported. No further information was provided. This is the report regarding being unable to use coagulation for use in hemostasis due to the failure of the output.